Event description:
Pt reported that the lot number and expiration date were not printed on the drum vial. Pt's blood glucose was not affected and no treatment was received. A request was made for the return of the suspect product and replacement product was shipped.